Manufacturer narrative:
Correction: defect code has been changed based on investigation results and rcc follow up. The following information has been updated: f.10. Device codes: 1354.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) angiocath plus was found with a deformed tip before use. The following has been provided by the initial reporter: when opened the package, the catheter tip had been deformed.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) angiocath plus was found with a deformed tip before use. The following has been provided by the initial reporter: when opened the package, the catheter tip had been deformed.

Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the returned unit and confirmed the reported catheter damage. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified of this non-conformance and a corrective action plan has already been implemented to address this issue and prevent future occurrences of this type. Customer complaint trends are evaluated on a monthly basis. The complaint is confirmed and product is out of specification needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. The batch produced is before the implementation of the CAPA. CAPA #590840 had been initiated to address needle pierced through catheter issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) angiocath plus was found with a deformed tip before use. The following has been provided by the initial reporter: when opened the package, the catheter tip had been deformed.